Event description:
Customer reported: "why does brand new motor heat up at heating cover within a seconds. Magnet loose. Causing velocity to no be the sane causing the motor not to stop where it is supposed to. Then not being able to activate motor causing intermittent working because chance moving magnet by bumping shaking then drill works, which in turn can create damage on the control board." This is report 1 of 1 for complaint #(B)(4).

Event description:
Device was returned for service. During service, technician found the drill worked intermittently. This is report 1 of 1 for # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the motor was defective, rough running and seized causing improper strain. The device was repaired and returned to customer on (B)(4) 2013. The complaint is indeterminate. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Functional testing revealed the device was overheating. Placeholder.